Event description:
Calcium score testing was done on (B)(6) 2022 at (B)(6). Results were sent to my primary physician. On review with my primary care physician, it was agreed that these results must be wrong as they were inconsistent with prior testing from 2017 and 2012. Results from 2012 gave a calcium score of 50, results from 2017 gave a calcium score of 56. These new results from 2022 incredibly showed an incorrect result of 0 (zero). My primary care physician and I agreed that the results needed to be repeated as they must be in error. On (B)(6) 2022, I had the test redone at (B)(6) and received a clinically more correct result of 85.55. The prior result of 0, must have been done incorrectly and would have led to an interpretation of "no identifiable atherosclerotic plaque" or very low cardiovascular disease risk where the repeat testing showed mild plaque burden.